Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient was told by the doctor that there was some clouding of the lens. The consumer has noticed it getting more cloudy. Additional information was provided by the consumer, who reported that her right eye iol was implanted in 2012. Exact date and sn not known. She reported that she has had cloudy vision for awhile and her dr told her that another surgery would not help the blurry/cloudy vision that she experiences due to her history. She reported she did not know what her history was but also knows that she had an astigmatism. No other information provided.